Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the renal artery (ra) using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the physician experienced resistance while advancing the cat6 through the sheath and subsequently, the cat6 bent. Therefore, the cat6 was removed. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and a new non-penumbra sheath. There was no report of an adverse effect to the patient.